Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: quattrode lead, 3/4mm, 60 cm, model: 3146, UDI: (B)(4), batch: 175088. Common device name: quattrode lead, 3/4mm, 60 cm, model: 3146, UDI: (B)(4), batch: 175088. Common device name: quattrode lead, 3/4mm, 60 cm, model: 3146, UDI: (B)(4), batch: 175088. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that one of the patient's leads migrated. It is unknown which lead was at fault. As a result, surgical intervention was undertaken wherein the lead was repositioned to resolve the issue.